Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the back nut was missing. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation it was found that the back nut was missing. Based on the investigation details, the nut can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.